Event description:
Inbound pt reports a leading extension tubing lot #57x488 and states she called last week with a leaking extension tubing same lot number. Pt switched to an extension tubing with a different lot. No further details provided.